Event description:
It was reported that a patient with an implanted deep brain stimulation (dbs) system received a remote notification instructing them to contact their treating physician. Three days after receiving the alert, the patient presented to the emergency department but was not evaluated due to insurance coverage issues. Eighteen days following the initial notification, the patient was assessed by a neurologist after experiencing re-emerging tremors and a progressively slow gait. The clinician attempted device interrogation; however, communication with the dbs system could not be established. Given concern for a potentially life-threatening complication, the neurologist referred the patient back to the emergency department, where admission was initiated. Subsequent surgical evaluation was performed to identify the etiology of the malfunction. Intraoperative assessment determined that the dbs system was functioning within normal parameters. The implantable pulse generator (ipg) was subsequently explanted and replaced and the patient is doing well postoperatively. Additional information was received that the ipg was retained by the medical facility and will not be returned for analysis.

Event description:
It was reported that a patient with an implanted deep brain stimulation (dbs) system received a remote notification instructing them to contact their treating physician. Three days after receiving the alert, the patient presented to the emergency department but was not evaluated due to insurance coverage issues. Eighteen days following the initial notification, the patient was assessed by a neurologist after experiencing re-emerging tremors and a progressively slow gait. The clinician attempted device interrogation; however, communication with the dbs system could not be established. Given concern for a potentially life-threatening complication, the neurologist referred the patient back to the emergency department, where admission was initiated. Subsequent surgical evaluation was performed to identify the etiology of the malfunction. Intraoperative assessment determined that the dbs system was functioning within normal parameters. The implantable pulse generator (ipg) was subsequently explanted and replaced and the patient is doing well postoperatively.